Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm.

Event description:
A report was received that the patient requested an MRI because she was unable to move following a pocket revision. During the revision, the leads were disconnected from the ipg, re-sited, and then reconnected to the ipg. The physician does not believe the event was device related. The patient was admitted as an inpatient.

Manufacturer narrative:
Additional information was received that the patient's neurological symptoms were psychosomatic. All scans of the brain and spine showed no abnormalities. The physician believes the patient has fully recovered.

Event description:
A report was received that the patient requested an MRI because she was unable to move following a pocket revision. During the revision, the leads were disconnected from the ipg, re-sited, and then reconnected to the ipg. The physician does not believe the event was device related. The patient was admitted as an inpatient.